Manufacturer narrative:
Patient initially reported the event by us mail to the manufacturer. Attempts to contact patient to follow up via the provided email address were unsuccessful. Manufacturer follow up has been through us mail and the patient has provided only limited information. In additional us mail correspondence, the patient stated he discarded the suspect device and does not know the lot number. The patient also stated the event occurred over 6 months prior to his initial report to the manufacturer. The product problem cannot be confirmed since the device is not available and no evaluation was performed.

Event description:
Patient (user) reported the polished eyelets on the catheter were not completely "punched out" leaving "hanging chads" that damaged his urethra. In follow-up communication, he reported he incurred, "small damage, some pain and produced some blood from my urethra after inserting the catheter." He stated after removal he noticed the eyelet "dangling" from the polished opening at the tip. He also stated he experienced a urinary tract infection (uti) but cautioned he cannot say the irritation from the defective product caused his uti. He reported he is fine now and has had no further problems.